Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of call. The customer's blood glucose was 458 mg/dl at the end of call. The customer stated that she treated her high blood glucose with the insulin pump. The customer stated that there were a lot of air bubbles found. The customer performed troubleshooting and did not found leaks, insulin and site issues, and setting issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.